Event description:
It was reported that during an afib procedure, the body surface ECG (bs) and ic (intracardial) signals have disappeared on carto3 and ep recording systems and also error 8 appeared. The system was rebooted, cables were exchanged. Advised disconnecting all catheters and bs ECG cable from piu and reboot system. There was a 1200 ms, large, pacing-like artifact on both systems with no catheters or ECG cables connected. The bs cable was connected and signals were present, artifact remained. Ensured there were no pacing channels enabled on carto3 and ep recording systems. Advised reconnecting the catheters, when the reprocessed catheter was connected to refdeca port, all ECG signal disappeared. Advised replacing this catheter with a new, non-reprocessed decapolar catheter, and ECG signal returned. The biosense representative stated that the ic direct connect connection on the piu was not secure. Advised replacing this cable with the ic out cable and the bs ECG direct connect with the ECG out cable. These were replaced without resolution to the artifact and the case was cancelled. The patient was under general anesthesia for 2.5 hours. The procedure was being performed in the left atrium and a transseptal puncture was performed prior to the case cancellation.

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure, the body surface ECG (bs) and ic (intracardial) signals have disappeared on carto 3 and ep recording systems and also error 8 appeared. The system was rebooted, cables were exchanged. Advised disconnecting all catheters and bs ECG cable from the patient interface unit (piu) and reboot system. There was a 1200 ms, large, pacing-like artifact on both systems with no catheters or ECG cables connected. During troubleshooting, cables (B)(4) and (B)(4) were found broken. Cables were replaced. The field service engineer arrived on site. All troubleshooting efforts performed by fse were unsuccessful. The field service engineer then replaced the patient interface unit (piu). Error 8 disappeared and the noise issue went away. System passed all atp testing. System is functional and ready for use. The faulty piu was sent to the haifa technology center (htc). Htc RMA reported that the customer complaint was confirmed and reproduced. The parasitic interference between the ablation and stimulation in the ECG channels of (B)(4) ECG card caused to distortions at ECG channels and disappearing of signals. By the conclusion of the r&d department, a new fpga version solves the problem. The system was sent to the subcontractor for the upgrade. A device history record (DHR) review or investigation was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. (B)(4).